Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the improved canister. The treatment was continued with a renasys go pump. There was no patient harm. There was no delay. Canisters will not be returned.

Manufacturer narrative:
The device used in treatment was not returned for evaluation. No additional information was provided, therefore, a relationship was not established between the device and the reported event. Neither visual inspection or functional evaluation was possible without product returned. Manufacturing records show no indication that product failed to meet specifications at the time of distribution. A complaint history review was performed for the product and failure mode reported, there have been further instances in the past three years. Root cause was not determined although factors that might contribute to the alarm include: a failed component, software, mechanical or electrical damage. Smith and nephew will continue to monitor for any adverse trends relating to the reported allegation. No further action required at this time.